Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04451, 04452.

Manufacturer narrative:
Eval results: the complaint was confirmed. The returned leads were subjected to a microscopic inspection and it was found both leads had anchor compression marking and broken lead wires at 34mm from the anchor distal end. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.